Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that pedal connector was broken. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the door was broken, and device had connector issue. The defective part was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The broken door is most likely due to user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on an unknown date, it was observed that the pedal connector on the fms duo®+pump/shaver unit device was broken. During in-house engineering evaluation, it was determined that the door on the device was broken. There were no adverse patient consequences reported. No additional information was provided.